Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device failed calibration for an error 80 and was not cooling. However, a functional check showed that the circulation pump had failed.